Event description:
On (B)(6) 2013 the customer reported syringe numeration is not centered over the graduation mark. There was no patient exposure (involvement) and no injury to the user.

Manufacturer narrative:
Cadence acknowledges this report does not meet the thirty day reporting requirement. This was unintentional. This report is being filed after it was identified as non-complaint during an internal review of our complaint files.